Manufacturer narrative:
Additional information: concomitant product- system controller: serial number was not provided. Device evaluation: the report of a potentially compromised driveline can be confirmed. The pump was returned assembled with the driveline cut approximately 7¿ from the pump housing, with a severed distal portion measuring approximately 29¿. Examination of the blood-contacting surfaces found no adhered depositions or thrombus formations. Visual inspection did not reveal any breakdown of the braided shield. The shielding and bionate were removed and examination of the underlying wires revealed a breach in the insulation of the orange and green wires approximately 8" from the pump housing (approximately 1¿ distally from the cut). Further examination revealed additional damage to the orange wire approximately 6¿ from the pump housing. The remainder of the driveline was submerged in a saline solution for hi-pot testing to further verify the integrity of each wire's insulation. This test did not reveal any additional areas of current leakage. If any of the exposed conductors contacted the braided shield while the system was operating on a tethered power source, the resulting short could have contributed to the reported and pump stoppage events. If the exposed conductors made direct or simultaneous contact with the braided shield, the resulting phase-to-phase short could have contributed to the reported pump stoppage events while operating on any power source. The hmii lvas IFU and patient handbook explain that all hm ii lvas percutaneous leads have the potential for wire/shield breakdown to occur dependent on length of use and movement/flexing over time. Information regarding percutaneous lead care can also be found in both of these documents. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device - 4 years and 6 months. The replaced percutaneous lead segment and explanted pump were returned for investigation. The evaluations are not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that the patient went to the emergency room after the vad produced low flow and pump off alarms while connected to batteries. At the time of the event, the system controller's lcd illumination went black and continuous alarms occurred. The system controller was exchanged; however, the alarms continued. Upon arrival to the emergency room, no pump sounds were auscultated and pump off was noted on the system monitor. With manipulation of the driveline, the pump would start and stop. The patient was reported to be asymptomatic with stable blood pressure. An echocardiogram performed revealed that the patient had an ejection fraction of 60 percent. Inr was 4.0. The manufacturer's technical service representative reviewed the submitted log files and observed pump stops and speed drops starting on (B)(6) 2018 at 17:09 going through to 19:26, while the vad was connected to batteries. X-ray images submitted for review revealed areas of concern. On (B)(6) 2018, an external distal end percutaneous lead replacement approximately 3 inches from the exit site was performed. After the replacement, there were additional pump stoppages with patient movement. The patient then underwent an emergent pump exchange. No additional information was provided.

Manufacturer narrative:
Device evaluation: the report of a potentially compromised driveline can be confirmed. Additionally, the investigation found damage to the silicone jacket of the replaced driveline serial number (B)(4). The pump was returned assembled with the driveline cut approximately 7¿ from the pump housing, with a severed distal portion measuring approximately 29¿. Examination of the blood-contacting surfaces found no adhered depositions or thrombus formations. Visual inspection did not reveal any breakdown of the braided shield. The shielding and bionate were removed and examination of the underlying wires revealed a breach in the insulation of the orange and green wires approximately 8" from the pump housing (approximately 1¿ distally from the cut). Further examination revealed additional damage to the orange wire approximately 6¿ from the pump housing. The remainder of the driveline was submerged in a saline solution for hi-pot testing to further verify the integrity of each wire's insulation. This test did not reveal any additional areas of current leakage. If any of the exposed conductors contacted the braided shield while the system was operating on a tethered power source, the resulting short could have contributed to the reported and pump stoppage events. If the exposed conductors made direct or simultaneous contact with the braided shield, the resulting phase-to-phase short could have contributed to the reported pump stoppage events while operating on any power source. The hmii lvas IFU and patient handbook explain that all hm ii lvas percutaneous leads have the potential for wire/shield breakdown to occur dependent on length of use and movement/flexing over time. Information regarding percutaneous lead care can also be found in both of these documents. No further information was provided. The manufacturer is closing the file on the event.